Event description:
It was reported the patient was unable to establish communication between his ipg and external devices. The patient did not charge the ipg for about 3 years. The patient is to consult with the physician and the sjm representative as a next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.